Event description:
It was reported that the patient received a large electrical shock from a malfunctioning space heater causing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.